Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the device was returned to the service facility for evaluation. During evaluation, the reported issue of abrupt shutdown was identified and confirmed. The root cause of the reported issue was identified as an internal battery failure, leading the scanner to abruptly shutting off when ran on battery. The device was serviced, tested, and returned to the customer. A history review of serial number (B)(4) showed one other similar complaint from this serial number. The previous complaint for this serial number ((B)(4)) evaluation was confirmed (reference: MDR number 3006260740- 2018-02976).

Event description:
During evaluation review it was found that the sr8 ran on battery power for around ten minutes before shutting down with 72% battery life still on the scanner.